Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis, the tissue could not be stapled and would need to be re-stapled. The tissue was not pinned after operation. Then replaced with another model of reload, and the tissue could be stapled normally.